Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that the distal lv (low voltage) electrode of the lead was covered in blood. Helix extension/retraction and length testing were performed and all results, including electrical testing, were within specified parameters. (B)(4).

Event description:
It was reported that during the implant procedure the helix of the right ventricular (rv) lead would not extend. The lead was removed from the patient and the helix still would not extend. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.